Event description:
It was reported that this left ventricular (lv) lead was not capturing. A new lead with different model was implanted. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).